Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed but unable to be reproduced. Evaluation identified the upstream sensor as the failing component. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed to detect air in line during preventive maintenance testing. It was also reported there was no patient involvement.